Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information from the nurse in the united states of america, of peritonitis in a patient. This report of peritonitis coincided with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient had "there separate bacterial spread from peritoneum to blood stream, which caused peritonitis" on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. During later follow up, the patient was still in the hospital. Patient was recovering from the peritonitis. No outcome for the "three separate bacterial spread from peritoneum to blood stream" was not reported. The nurse, declined to provide any further information but stated it was not related to hcs (home choice system) machine, disposable parts, dianeal or extraneal therapy. No further follow-up will be conducted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12b26049 h12a21026 and h12a09013. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.